Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported that there was vegetation on the leads, which were another manufacturer's. The system was not replaced as the patient had a "do not resuscitate" (dnr) order. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.